Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25march2019. (B)(4). No phone number provided. The manufacturer's product support engineer (pse) evaluated the unit and fond that after charging the machine will not function on stand by.pse replaced the battery to resolve the reported issue. Unit was tested and fully functional.

Event description:
Customer contacted technical support (ts) stating that unit had battery failure. The customer reported there was no patient involvement. Event date not specified; estimate used